Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and was able to confirm the reported issue. The device would be replaced with a newer one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heater-cooler system 3t leaking water from the bottom of the cardioplegia side. There was no report of patient injury.